Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced undesired nerve stimulation. As a result, surgical intervention was undertaken on (B)(6) 2022 wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The reported event of uncomfortable stimulation/shocking sensation was not confirmed. As received, the returned ins worked properly and passed functionality tests. Verified with an oscilloscope the pulse amplitude, pulse width and pulse frequency of the output stimulation were correct per the program settings. No anomalies were found. The cause of the reported event remains unknown.